Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm and that she was experiencing high blood glucose levels. The customer's blood glucose was 315 mg/dl. The customer stated that the no delivery alarm occurred during a manual prime. Troubleshooting was done. Advised customer to run a manual prime of at least 5 units, and the customer stated that the insulin pump did not alarm no delivery. The customer also was able to manually push the plunger to allow insulin to exit the tubing successfully. Advised that a replacement insulin pump would be sent per customer's request. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.